Event description:
Pt spontaneously called to state cadd legacy pumps, sn (B)(4) due 05/17/2019 and sn (B)(4)due 11/09/2018 when changing pump either one notice that volume given does not add up with volume remaining (add up to 100ml) in cassette taking into consideration for priming can be off as much as 9ml other times it's ok. No pump malfunction, doesn't understand why amount doesn't add up. Pt documents these numbers daily. Noticed this over past 2 months. No se. Pumps are functional, no replacement. Strength: 10mg/ml. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.